Manufacturer narrative:
A supplemental report will be submitted upon completion of the pt's investigation.

Event description:
A peritoneal dialysis pt's wife reported that the pt passed away (exact date not provided). No add'l info has been provided about the event.